Event description:
It was reported that within seven months of implant, the left ventricular lead had dislodged and was not able to capture at any output in any configuration. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Concomitant: d314trg implantable cardioverter defibrillator (B)(6) 2012; 4076 implantable pacing lead (B)(6) 2009. (B)(4).